Event description:
A journal article was reviewed that contained information regarding his pacing versus biventricular pacing. The article reports one patient whose his lead was implanted with an acceptable high threshold. The day after implant, the lead threshold was even higher, and the his lead was explanted and replaced with a left ventricular (lv) lead. The status/disposition of the lead appears to be still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but some specific details on the patient were not provided. Of note, multiple patients and multiple manufacturers were noted in the article. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: a randomized trial of his pacing versus biventricular pacing in symptomatic hf patients with left bundle branch block (his-alternative). Journal of the american college of cardiology (jacc): clinical electrophysiology. 2021. Doi.org/10.1016/j.jacep.2021.04.003. If information is provided in the future, a supplemental report will be issued.